Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, loss of sensing and capture was observed. When the patient was brought back to the laboratory, the lead exhibited poor interface with the apex area. Attempts to reposition the lead did not remedy the situation. Therefore, the lead was replaced.